Event description:
It was reported that the saw will not stop running when in safe mode. This occurred during a procedure. The procedure was completed with another unit. There were no adverse consequences to the pt.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The complaint was verified. The trigger was replaced and the device was returned to the account.